Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold on the first valve was observed during the first deployment attempt, and the valve was recaptured one time due to the infold. It was further reported that during the implant of the second valve, an infold was observed during the first deployment attempt. The second valve was recaptured one time due to the infold.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implantation using the evolutfx-29, an infold was observed resulting in a long procedure. The valve was replaced with a new valve but and the implantation was ultimately aborted. No patient complications have been reported as a result of this event.